Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now. The customer's blood glucose level was 21 mmol/l at the time of the incident. The customer stated the insulin pump alarmed replace battery now several times on new batteries also, the insulin pump did not alarm low battery before the replace battery now occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms noted. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specification. However, unit received high sleep current due to corroded printed circuit board. Unit was received with corroded battery tube, cracked battery tube threads, cracked case battery tube side, minor scratches on case and minor scratches on lcd window.